Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker, exhibited loss of capture (loc) on the right ventricular (rv) lead. Additionally, the right ventricular automatic threshold (rvat) test was found to be in suspended mode due to low evoke response. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.